Event description:
The customer reported the autopulse li-ion battery s/n (B)(4) did not power on autopulse platforms. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.